Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was cracked and blood leaked. No exposure of blood reported. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the hub of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was cracked and blood leaked. No exposure of blood reported. No reports of serious injury or medical intervention noted.